Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 4 involved in this peritonitis event.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from the USA of contamination and peritonitis in a patient coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). During a call with baxter customer service, the following was reported. On an unreported date in 2010, the patient experienced an unspecified contamination. On an unspecified date in (B)(6) 2010, the patient experienced peritonitis. The cause of the peritonitis was contamination. On (B)(6) 2010, the patient was hospitalized for peritonitis. Treatment information was unknown. The patient was discharged on (B)(6) 2010. On an unreported date in (B)(6) 2010, the patient had recovered. Dianeal therapy was ongoing. The nurse reported that the event of peritonitis with culture positive for (B)(4) was not related to dianeal therapy. An opinion of causality was not provided for the event of contamination.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot number h10j13084 and h10i07087 and no exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. Baxter will continue to monitor similar reports to determine if further actions are required.